Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittently the system failed to generate fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.